Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, lot# l60848, implanted: (B)(6) 1999, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 1800 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that as that as per the patient their spasticity had not been well controlled since their pump replacement on (B)(6) 2016. They took x-rays and it was noted that there was a kink in the catheter. The physician explored the catheter and the kink was confirmed. The physician elected to replace the catheter. After catheter placement the cerebrospinal fluid (csf) flow was patent and functioning properly. The complete catheter was explanted and replaced on (B)(6) 2016. The issue was resolved as of the date of the report. The patient was without injury regarding their status at the time of the report. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. As per the pump's log, baclofen with concentration 2000.0 mcg/ml was being administered via a flex dose rate of 1,884.4 mcg/day as of (B)(6) 2016. As of (B)(6) 2016, the pump administered baclofen with concentration 2000.0 mcg/ml at a simple continuous dose rate of 100.0 mcg/day. The catheter was returned to the manufacturer.

Manufacturer narrative:
Analysis of the catheter, model# 8709, lot# l60848, found no significant anomalies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.